Manufacturer narrative:
Based on the information provided on 27-nov-2019 that alleged the patient's wound had necrotic tissue, kci could not determine that the alleged necrosis and debridement were related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. Device labeling, available in print and online, states: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base.

Event description:
On 27-nov-2019, the following information was reported to kci by the patient's family member: on (B)(6) 2019, the patient's wound allegedly has eschar and white tissue present in the wound as noted by the home health nurse. Activ.a.c.¿ ion progress¿ remote therapy monitoring system was placed on hold. The nurse ordered daily enzymatic debriding ointment, santyl to be applied for the removal of non-viable tissue until physician's appointment on (B)(6) 2019. No additional information is available. A device evaluation of the activ.a.c.¿ ion progress¿ remote therapy monitoring system is currently pending completion.

Manufacturer narrative:
Based on the additional information obtained regarding the device, kci's assessment remains the same: it cannot be determined that the alleged necrosis, white tissue and debridement were related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. (B)(4) submitted on (B)(6)2020 reported the following: g3: consumer correction: g3: other: family member

Event description:
On (B)(6)2019, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6)2019, the device was placed with the patient. On (B)(6)2020, the device was tested per quality control procedure by kci quality engineering and passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.